Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of each unit found the tubing broken at the junction of the luer post . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review found no nonconformances.

Event description:
Baxter manufacturing reported to baxter's product surveillance department that one (1) ce intermate lv250 device was received from the customer with no report of a quality defect. According to the sample technician, the two devices were evaluated and contained broken tubing at the luer post. This was observed during testing/service and not reported by the customer. There is no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from the same lot.